Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was inoperable. Patient underwent an unrelated surgical intervention and the device was not placed into the surgery mode. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h6 - adverse event problem - investigation conclusion code updated. H7 - correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.